Manufacturer narrative:
The investigation is ongoing.

Event description:
From encircle study, approximately 2 days post-implantation of a 29 mm sapien 3 valve in the mitral position, the patient presented with pvl and halt. Per medical records review, pvl was confirmed with plugs placed and halt was also verified.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.6 health effect - impact code. The paravalvular leak has been removed from the device code as this will be captured under a different device. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 device code, type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: significantly reduced leaflet mobility and leaflet thickening were observed. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through clinical trial medical report. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''from encircle study, approximately 2 days post-implantation of a 29 mm sapien 3 valve in the mitral position, the patient presented with halt.'' Per IFU, structural valve deterioration (leaflet thickening) is a potential adverse event associated with the use of valve. There are several factors that can cause development of thickened leaflets, including thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, -, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Per medical records review, ''significantly reduce leaflet mobility was observed'' 2 days following implantation of sapien 3 valve. There are several patient and/or procedural factors that alone or in combination that could impact leaflet motion, including thickening of the leaflet, thrombosis, malposition of the valve, or over/under expansion of the valve. In this case, leaflet thickening was noted from medical records. As such, available information suggests patient factors may have contributed to the thickened leaflets. However, due to insufficient information, the root cause of thickened leaflets was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.